Event description:
Customer reported that she was in the hospital due to indigestion. Customer stated that she was instructed at the hospital not to use the insulin pump; customer received a battery out limit alarm. Customer stated that the insulin pump alarmed after battery change. Alarmed was cleared. Customer was advised to disconnect, remove reservoir and rewind the insulin pump. Customer was assisted with reprogramming the time and date. Basal rates are set up correctly. Customer stated the batteries were out of the device greater than duration allowed. Blood glucose value is 300 mg/dl; customer has treated. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.